Event description:
Patient wife reported that her husband's v-go device fell off about 20 hrs into therapy around 2:30pm. Patient wife stated that this is the first time this has happened and also stated that patient sweats a lot when he works. Patient wife stated that patient places v-go device on his abdomen and did clean area before applying v-go device. Patient wife stated that patient did discard v-go device and replaced it with another v-go device.